Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: methods, results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the DHR was unable to be reviewed. Without the returned product, the event is non-verifiable.

Event description:
It was reported that there were two inserters that were broken, presumably during surgery. No further information has yet been provided. This is report one of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for two (2) of two (2) returned zyst curve var inserter shaft (pn: 14-533041) for the failure of shafts tip being fractured. Visual inspection of both devices reveals that both tips are fractured. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the inserters were being used or handled at the time of the damage. However, it is likely that the cause for the damage is excessive force leading to loss of mechanical integrity and ultimately instrument fracture. It's possible that repeated use since it was manufactured 2015 could have contributed to weakening of the material. Complaint history: a complaint history review was conducted. DHR review and related actions: per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that there were two inserters that were broken during surgery. There were no reported impacts or injuries. This is report one of two for this event.

Event description:
It was reported that there were two inserters that were broken, presumably during surgery. No further information has yet been provided. This is report one of two for this event.

Manufacturer narrative:
Additional information in d4: lot number and UDI number, h4, and h6: method code. The DHR was reviewed; there were no indications of manufacturing-related issues that would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00456.

Event description:
It was reported that there were two inserters that were broken, presumably during surgery. No further information has yet been provided. This is report one of two for this event.